Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination of the device identified distal stent damage. One strut on the first row from the distal end was slightly raised. Kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported during a coronary stenting procedure the device failed to cross the lesion. The 80% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was pre-dilated with a non-bsc balloon and the promus element 16x2.75 stent delivery system was advanced, but was unable to cross the lesion. Re-ballooning was performed in the lesion and the procedure was successfully completed with another of the same. There were no reported patient complications and the patient's status was stable. However device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.